Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. It is alleged the patient experienced adhesions following implant. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent a ventral herniorrhaphy with the 19.6 x 24.6cm composix kugel hernia patch due to ventral hernia following a previous abdominal surgery. CT scan prior to the repair confirmed there were 2 hernias. Operative dictation notes the hernia defect to measure 6 x 14 cm after the 2 hernia sites had been connected. The ck patch was placed with 4cm overlap cephalad to the margin of the hernia. A non bard/davol tack device was used to secure the mesh to the anterior abdominal wall in a circumferential fashion. (B)(6) 2010 - the patient underwent an exploratory laparotomy, lysis of adhesions and partial removal of the bard/davol composix kugel hernia patch. Operative indication notes the patient, who has undergone several major abdominal procedures and placement of mesh, now presents with symptoms and radiologic findings of a high grade partial small bowel obstruction. Operative dictation states: "the patient had dense adhesions of the small bowel to the mesh and the adhesions were most dense where the mesh had partially separated from the anterior abdominal wall." Two enterotomies were created during this dissection which were repaired. With sutures. "Several additional sites of deserosalization were identified and repaired." The portions of the mesh that were nonadherent were "sharply excised." The ck patch was approximated with sutures and the wound was closed with sutures, the skin with staples. The attorney alleges the composix kugel shrank, hardened, partially detached from the abdominal wall and excessively adhered to the small bowel, causing a high grade small bowel obstruction with extreme pain and nausea.

Manufacturer narrative:
Addendum to the initial report. This supplemental information is being sent to show the recall number associated to the device. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.